Event description:
Information received from the field notes that the patient had been short of breath for two weeks prior to explant. When the patient was seen for a routine follow-up, inter- rogation found the device to be in back-up mode.